Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further information was requested.

Event description:
On (B)(6) 2012, the patient was implanted with a 28.5 mm gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. It was reported that the aortic diameter measured 23-27 mm over 21mm neck length, and the physician was aware that the device was used outside of gore excluder aaa endoprosthesis instructions for use (IFU). On (B)(6) 2013, a computed tomography scan showed that the device moved 14 mm distal from the renal artery and led to a type I endoleak. The physician is planning to reintervene the patient. Further information was requested.